Event description:
The patient underwent a right renal angioplasty and stent placement via the right groin. Hemostasis to the right groin was achieved using the prostar 8 fr. Device. The cardiology note stated "right groin ooze after pta renal artery. Groin ooze secondary to procedure." The patient was discharged home the next day. The patient's temperature at time of discharge was 97.2 f. There was no documentation regarding the status of the right groin site. The patient was readmitted to the hospital 4 days later with drainage from the right groin site and complaints of groin pain and fever over the past couple of days. Unspecified IV antibiotics were initiated. Two days later the patient went to surgery for "excision of the perclose and a right femoral artery repair." The patient was discharged home 3 weeks later. The discharge documentation stated "the patient had a prolonged hosptial stay due to increasing activity and management of coumadin. The patient continued receiving IV antibiotics. The patient was discharged ambulatory and free of complaints. There were no problems from groin site. Temperature 96.9f."